Event description:
The third-party service agent contacted physio control to report that their customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. Stryker contacted the customer about the status of the device. It was confirmed that the device had not been repaired. The reported issue could not be verified, and root cause could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third-party service agent contacted physio control to report that their customer's device would not power on. There was no patient use associated with the reported event.